Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver display screen becoming frozen could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. A receiver functional test was performed and resulted in no failures related to the patient's complaint. The receiver log was downloaded and reviewed, and screen recoverable error alarm errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.